Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008 the patient underwent the following surgeries: right l4-l5 hemilaminectomy with partial facetectomy and discectomy followed by posterior lumbar interbody fusion at l4-l5 using peek pr cage and bmp; placement of bilateral percutaneous pedicle screws and percutaneous rods for posterolateral stabilization at l4-l5 to treat the following pre-op diagnosis: intractable low back pain with l4-l5 degenerative disk disease and lumbar radiculopathy. Op- notes: "..a 7 mm shaver followed by a 9 and 11 shaver was introduced and the cartilaginous endplates were drilled out exposing the bony endplates. Degenerated disk material was removed from within the space. This was followed by placement of the peek pr cage measuring 13 mm in thickness after being pre-filled with bmp. The surgeon placed bmp in front of the cage. The percutaneous pedicle screw system was then brought into the field. Ap and lateral fluoroscopy were used simultaneously. The gantry of the ap tube was made parallel to the superior endplate of l4. The c-ring was rotated to visualize the spinous process in the midline. The 3 o'clock position on top of the right l4 pedicle was determined and a point 2.5 cm lateral to that was used for entry with a jamshidi needle through the right incision. The needle was then driven inside the pedicle clearing all other pedicle walls entering the vertebral body. This was then followed by placement of the pedicle screw measuring 4 cm in length and 6.5 mm in diameter. This was placed without difficulty. This was then followed by placement of the right l5 pedicle screw in a similar fashion. The screw heads were joined followed by placement of the rod which was loaded from the superior aspect without difficulty. The screws were then tightened to the rod after compression against the cage was achieved. The surgeon followed the same steps as above and placed the left l4 and l5 pedicle screws and rod in a similar fashion again with tightening achieved after compression against the cage was performed. The patient will be taken to the recovery room whenever stable after extubation..". On (B)(6) 2008 the patient was discharged from hospital.

Event description:
It was reported that the patient underwent an l4-5 spinal posterior spinal fusion using rhbmp-2/acs and an interbody cage. The patient has reportedly experienced physical and mental pain and suffering.